Event description:
It was reported by repair work order that the latch bar was worn and not latching correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.